Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but was unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the missing connector pin may be attributed to user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope oes elite, 4 mm, 30°, hd, had a missing connector pin part at the light guide connection. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device had a missing connector pin part at the light guide connection, outer tube bending, cropped image and misalignment of the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.